Event description:
Add'l info was received from the physician. He reports inflammation began 2 weeks post-operative at which time a retinal consultation was obtained and a tentative diagnosis of endophthalmitis was made. The event is slowly responding to high dose topical steroids (vexol qid for 2 weeks, then pred forte which is continuing). Vision fell from 20/30 after surgery to 20/200 during the inflammatory episode. It was last measured at 20/20-1. Add'l info received from physician. He reports event duration 8 days which responded to treatment with pred forte. Current va is 20/30+2.

Manufacturer narrative:
This report was mailed in to FDA on: 1/29/97